Event description:
On (B)(6) 2012, an MRI facility representative reported that the vns patient has a non-functioning generator. No further information had been provided to them by the patient's neurologist. The neurologist's assistant later reported that reported that they have been following this patient for a couple of months but not for vns. The patient was originally implanted in 1999 for a depression study, but the assistant stated that to her understanding the device has not been checked in years. The patient told them that the device is off and not working. They did not know if the device was intentionally programmed off or why it was not working. The assistant stated that they might try to find a physician who could check the patient's vns system. Whether or not the patient will be seeing a vns treating physician to have the vns system checked has been requested from the neurologist's assistant but no further information has been received. The patient's previous vns treating psychiatrist has left her practice so no follow-up can be made to her regarding the patient's vns device. The patient's programming history was reviewed and the patient appeared to have been disabled on june 26, 2008 as they were programmed from output=1.5ma/frequency=20hz/pulse width=250usec/on time=7sec/off time=0.3min/magnet output=0ma/magnet pulse width=500usec/magnet on time=60sec to output=0ma/frequency=30hz/pulse width=500usec/on time=7sec/off time=5min/magnet output=0ma/magnet pulse width=130usec/magnet on time=7sec.

Event description:
On (B)(6) 2012 additional information was received when it was discovered that the patient was scheduled to have his device checked by a vns treating neurologist on (B)(6) 2012. The neurologist reported that on the (B)(6) 2012, visit he was unable to interrogate the patient's generator. No diagnostics were performed and he was not told the reason the patient's generator had been disabled. The physician's programming system was reported to be working fine and able to successfully interrogate other patients with no problems.